Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing an unintended activation/motion identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the electric pen drive device experienced an unintended activation/motion. It was further determined that the device failed pretest for check for unintended motion and check with hand switch in ¿lock¿ position. It was noted in the service order that the device did not function in reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.